Manufacturer narrative:
D4: lot# is unknown; UDI is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6) and study ID (B)(6) having spinal therapy. It was reported that patient suffered a fall on sunday and has had worsened low back pain since then. He describes this as primarily as an aching pain that occasionally shoots up the spine as well. The pain is worsened by walking and is made better by laying down with his knees up. X-rays unremarkable. CT on (B)(6) 2025 showed "l3-l4 level there is a mild bulge with an eccentric left lateral recess, left neural foraminal left lateral protrusion with some endplate spur within left lateral recess left neural foraminal region. There is moderate to potentially moderate to severe left and mild to moderate right neural foraminal narrowing. There is bilateral facet hypertrophic disease with left lateral recess stenosis. There is mild central stenosis." He did have a telephone call with dr. Park in (B)(6) 2026 who recommended trying facet injections, rfa, and/or trigger point injections, which patient has not yet complete d. He rates his pain at 6-7/10 on average and states that while it is quite debilitating, it is not as bad as it was prior to the index surgery. Site seriousness assessment: there is no congenital anomaly, death, disability, hospitalization, life threatening and medical intervention site related assessment: it is related to study device and procedure. Sponsor assessment: it is possible related to index procedure, possible related to device. Cd horizon solera 5.5/6.0 screw 55840007550 and cd horizon solera 5.5/6.0 screw 55840007555 update received: there is no specific defect allegation but the event is related to the presence of the screws per the clinical investigator. Update received: site seriousness assessment: there is a medical or surgical intervention description multilevel lumbar spondylitic disease.